Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure resulting in signal loss from the dexcom g7 continuous glucose monitor (cgm) to the ilet after a shower, while readings continued on the dexcom g7 app, consistent with an interoperability issue involving the antenna/electrical communication components. Symptoms included a hyperglycemia glucose peak of 207 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.